Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summar: examination of the returned instrument found the alleged complaint unconfirmed but found a different failure upon inspection of the instrument. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Event description:
Event occurred on friday 6/25. No delay to case, spd noticed a black smudge on one the pinnacle hip graters that wouldn't come off during sterilization cycle, they thought it might be oxidation so asked we replace it. No surgical delay.